Manufacturer narrative:
(B)(4). The mitraclip was not returned for evaluation as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who concluded that death from unknown cause occurred nearly 5 years after a successful procedure. It was reported that some months before, the patient presented with bleeding complications and hospitalization due to increased symptoms. Death was most likely caused by worsening clinical condition due to underlying disease and was not device-related. Based on the information reviewed, a definitive cause for the reported patient effect could not be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed to report the patient death. It was reported that on (B)(6) 2012, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted, reducing the mr from grade 4+ to grade 2+-3+. On (B)(6) 2017, the patient fell and was re-hospitalized with difficult breathing. The patient was discharged to home on hospice care. On (B)(6) 2017, the patient died. No additional information was provided.